Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. It was noted that the right atrial lead was dislodged, no electrical issues. The patient was not symptomatic and was in good condition post procedure.